Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by fibrin in the bag and abdominal pain. On an unreported date the patient was treated with ¿a form of penicillin¿ intravenous (IV) every 4 hours (dose not reported) and an unspecified antibiotic, both medications reported as ongoing. The cause of the peritonitis was due to a possible bowel leak. The patient was discharged 2 days after admission. At the time of this report the outcome of the peritonitis event was ongoing and improved. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.